Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated this malfunction occurred when the user was trying to issue medications to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The back panel on the main unit was removed, and the latch inseparable was checked for the magnet. It was found that the magnet was missing. A field service engineer (fse) powered the station down, removed the back of the drawer, removed the latch inseparable assembly, and replaced the latch inseparable. The drawer was then reassembled, the bus cable reconnected, and the station powered up to resolve the issue. The system functioned as intended after the field service engineer repaired the device.